Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5274581. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that second lumen (qsyte) ''flying'' off when injecting cytotoxic waste into the first lumen. When did the incident occur?: during use. "Second lumen (qsyte) ''flying'' off when injecting cytotoxic waste into the first lumen. I asked if the nfd was screwed on tightly and asked if the clamp was off, and they confirmed it was. Cytotoxic waste sprayed onto bed, but not onto px or nurse". Customer response received on 3/6/2026: I thought I had documented this on the pir - there was no patient impact. I hope that helps.